Manufacturer narrative:
(B)(4). Report source, foreign - event occured in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It has been reported that the monomer liquid was not sucked into the polymer powder by the vacuum.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the device top had not been well screwed by the user, leading to an air leakage at the top. Moreover, the plunger was not locked at the beginning of the use of the device. Investigation concluded that the reported event was likely due to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid was not sucked into the polymer powder by the vacuum.

Event description:
It has been reported that the monomer liquid was not sucked into the polymer powder by the vacuum.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and no product non-conformity was identified. The most probable root cause is an handling error. According to the available data, the most probable root cause of the event is an handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.